Event description:
Pt called lfs on 2/2002, alleging meter was inaccurately high and they had to call paramedics. Per cust. Serv. Rep., the following was documented. The customer's fasttake meter was inaccurate high. Customer had no symptoms. In 2002 took a reading and got result of 107." "Customer felt "low". Spouse gave some juice to the pt." "Paramedics were called. They gave more juice and the customer felt better." Customer compared meter to an ot meter. Result of 57 is documented. Time difference is greater than 30 minutes. Meter was not replaced.